Event description:
It was reported that the insulin pump alarmed low battery. It was reported that the battery did not last more than one week. Customer stated that the replacement battery cap did not resolve the issue. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.